Event description:
The nurse reported that before a procedure, the system turned off and they could not get the system to restart. There was also a burning smell; one case was cancelled due to the smell. No incision had been made. The patient was rescheduled..

Manufacturer narrative:
The company service representative examined the system and replaced the system power supply. The power supply was returned for evaluation, and visual inspection found that one of the fuses had blown. The root cause for how this occurred is unknown. The complaint history was reviewed and there were no other complaints reported for this system within the past 36 months.